Event description:
Additional information: it was reported that the patient 'no longer had the pump as of 1997; the pump was replaced due to end of battery life'. The replacement pump was of a different manufacturer and the current issues (reported previously) were related to that pump.

Event description:
It was reported in (B)(4) 2012 via the healthcare provider (hcp) that the patient had not had a pump manufactured by medtronic since 1997 (please refer to manufacturer report # 3007566237-2012-00137). However, the patient reported additional information in (B)(4) 2012 (please refer to manufacturer report # 3007566237-2012-00137). It was unclear why the patient continued to report information to medtronic if the device was not manufactured by medtronic; therefore, it was unclear if the patient had received a device manufactured by medtronic sometime between (B)(6) 2012.

Manufacturer narrative:
Rod 8590-41 tunneling model: 8590-41, lot #: j91086853, implanted: (B)(6) 1992, explanted: unk; synchromed pump/port model: 8615, (B)(4), implanted: (B)(6) 2992, explanted: unk; spinal catheter model: 8703, lot #: j91086849, implanted: (B)(6) 1992, explanted: unk.

Event description:
It was reported that "half of the patient's medication was still in the pump" for the last 3 - 4 refills. Refill interval was approximately 60 days. Drugs delivered via the device were not known to the reporter. Patient experienced return of symptoms, return of original leg pain for about 6 months and a new pain that is "well above his pump". The symptoms were noted to have occurred following "several bouts of pneumonia". It was added that the healthcare provider was considering replacement and was do so after the holidays. There were no pump alarms. A follow-up report will be sent when additional information becomes available.

Event description:
Patient reported their pump stopped working nine months ago. The patient was getting 45% of the medicine; 55% was taken out during each refill. It went down to 20% that he was getting. Patient stated he was taking more and more oral medication to get pain relief; the pain woke him up at night. The pump was removed. A dye test was done during pump removal and medication was leaking into the body. Patient was currently taking methadone and demerol orally for pain relief. The manufacturer of the catheter was unknown. The pump was delivering fentanyl.